Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the imaging malfunction. However, for the presence of foreign material, no definitive root cause could be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
While evaluating the subject device, it was discovered that the air/water cylinder had foreign materials present. Additionally, there was noise present in the image. There was no patient involvement during this event.